Manufacturer narrative:
(B)(4). Concomitant medical products: comp primary stem 9mm mini part # 113629 lot # 125790, versa-dial/comp ti std taper part # 118001 lot # 698350, versa-dial 42x18x46 hum head part # 113032 lot # 002210, pt hybrid glen post regenerex part # pt-113950 lot # 090870. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06830. Reported event was confirmed through clinical evaluation forms received. Radiograph review confirmed glenoid radiolucency, however this was noted to not be device related and was noted to have resolved by 6 weeks post-operatively. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient underwent an initial total shoulder arthroplasty. Subsequently, instability was noted in clinical follow-ups approximately three (3) months and one (1) year post-operatively. However, patient is noted to be satisfied and no revision procedure has been indicated.